Manufacturer narrative:
(B)(4). We have performed a clinical review of the reported issue with the following results; this review is based on the info in the case report above; the author has been contacted for additional info. The lucas device performed compressions according to the european resuscitation committee (erc) guidelines for CPR with a depth of 5-6 cm and a rate of 100. There is no indication in the article of any malfunctions of the lucas device. The reported injury can also occur with manual CPR performed according to guidelines. Injuries to the heart and the great vessels happen in about 11% (ref. 1) of the cases with manual CPR. In this case, the myocardial contusion could have happened due to the myocardial infarction as well as during compressions or a combination of both. If the contusion was due to the compressions, it might be that good CPR according to guidelines by lucas may have contributed to the myocardial contusion. This event may have influenced the outcome of the pt. The device was not returned to (B)(4) or jolife for evaluation. Ref 1. Paradis, halperin, cardiac arrest, the science and practice of resuscitation medicine. Complication reported for manual CPR page 577. (B)(4). (B)(4) continues to investigate this reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During literature search, we found an article from the czech republic regarding a pt treatment with a lucas chest compression system. The pt ((B)(6) year old male without a history of coronary artery disease) suffered from an st-elevation myocardial infarction. During transport to the hospital, the pt went into ventricular fibrillation and later into pulseless electrical activity. The pt was intubated and mechanically ventilated (with the lucas device) before arrival at the hospital. In the hospital, a coronary angiography showed total occlusion of the left main coronary artery; primary percutaneous intervention (pci) was performed. Approximately 90 minutes after the cardiac arrest, the pt had return of spontaneous circulation. However, 11 hours later, the pt died due to cardiogenic shock. An autopsy was performed and it was observed that he suffered from an anterolateral myocardial infarction. A myocardial contusion was diagnosed; massive subepicardial hemorrhage and interstitial edema were observed. Samples, taken from regions outside the infarction itself and from the right ventricle, showed hemorrhages. These findings were concluded as being myocardial contusion due to 90 minutes of mechanical chest compressions. The writer of the article speculates that severe myocardial contusion might have influenced the pt's outcome. Reference: international journal of angiology; mechanical chest compressions in prolonged cardiac arrest due to st elevation myocardial infarction can cause myocardial contusion, stechovsky et al.